Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case (B)(4)) in united states on (B)(6) 2015 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted. Reporter informed the date (B)(6) 2013 as event date, however she did not specify it. The essure coils bent into consumer's uterus and she experienced a lot of sharp pain, stabbing pain. She had to have a full hysterectomy. Result and assessment of the product technical complaint investigation received on (B)(4) 2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a product quality issue. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) implanted and experienced a lot of sharp pain, stabbing pain and essure coils bent into consumer's uterus (interpreted as device dislocation). These events were considered serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this case, the time from essure insertion to the onset of the events is unknown. Based on the information received, a causal relationship between the reported events and suspect insert cannot be excluded. This case was regarded as incident since a full hysterectomy was performed. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.